Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was over 800 mg/dl. Troubleshooting was performed. The insulin pump passed the prime and self tests. The programming was correct as well. The customer stated, she is very lean. It was recommended that the customer try a different infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.